Event description:
It was reported that the patient experienced inadequate pain relief and had difficulty charging the implantable pulse generator (ipg). It was also noted that the patients leads had migrated. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn:m365sc8216700, model:sc-8216-70 , serial: (B)(6), batch:(B)(6), UDI:(B)(4). Product family: scs-linear leads-MRI upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6), UDI: (B)(4).